Manufacturer narrative:
Vyaire medical file identification: (B)(6). Vyaire field service went onsite. Unit sprechecks, circuit and performance tests using vyaire field service circuit. The customer circuit wont pressurize, found dump valve diaphragm/tubing causes the issue. Issue was resolved by replacement, completed driver power module adjustment, power supply was checked, pressure transducer and driver displacement was calibrated, the filters was cleaned/replaced and completed 2k pm with repair. Unit operates to manufacturer specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100 a ventilator wont oscillate. As of this time, there is no information of patient involvement associated with this reported event.